Event description:
While employee squeezed the warm pack to activate it, the liquid exploded from the packaging and went into the employee's face. Flushed area with water. The top of the heat package appears to be defective.